Event description:
It has been reported that following a revision of a total knee arthroplasty, the patient was revised a second time due to an unknown reason.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical product: zimmer nexgen cr-flex gender femoral component catalog #: 00-5750-015-01 lot #: 62570685, zimmer nexgen cr pegged tibial plate catalog #: 00-5970-035-02 lot #: 62577184, zimmer nexgen all-poly patella catalog #: 00-5972-065-32 lot #: 62423982, heraeus palacos bone cement catalog #: 00-1113-140-01 lot #: 77094364.

Event description:
It has been reported that following a revision of a total knee arthroplasty, the patient was revised a second time due to an unknown reason. Additional information received indicates patient underwent revision of the articular surface due to instability.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Complaint sample was evaluated and the reported event was confirmed. An articular surface anterior constrained size yellow was returned for evaluation. Rear side of the device exhibits damage. Operative note for first revision surgery reviewed and found after first revision surgery on (B)(6) 2014 and changing the polyethylene to anterior constrained from size 12 mm to 17 mm good flexion and extension obtained. Surgical techniques followed and good stability obtained with no surgery difficulties. Per the nexgen cr-flex surgical technique, patients receiving the cr-flex knee should have stable and functional collateral ligaments. Op notes from 1st revision states that pcl was torn but surgeon did put any statement about status of collateral ligament. However, it is likely that use of the ac art surface with a damaged ligament was the cause of the instability. Per the packaging insert for the articular surface, dislocation and/or joint instability is considered to be known adverse effects of the procedure. From aforementioned information, a root cause can be related to off label use which caused the instability of knee. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. The root cause is due to user error. A summary of the investigation will be sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.